Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was hospitalized due to diabetic ketoacidosis (dka) event on 13-dec-2024. The blood glucose level was 1000 mg/dl at the time of event and the patient got treated with insulin drips. Patient was unwell and had runny nose at the time of hospitalization. Patient was hospitalized on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record (B)(4) on (B)(6) 2025. Device history record (DHR) review: the lot 6004374 was manufactured according to the work instruction (wi) version 77 on (B)(6) 2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on (B)(6) 2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6004374 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.